Manufacturer narrative:
Age at time of event: over 70 (B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The inner shaft was completely detached from the device. The handle was opened up to analyze the components and the inner bond. Microscopic inspection of the handle components and inner shaft revealed that the inner shaft was appropriately bonded to the female luer. The inner shaft had 3mm of residual adhesive on the proximal end. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hypotube dislodgement occurred. The target lesion was located in the superficial femoral artery. The 6x60x120 epic¿ vascular stent was deployed over an unspecified .035 wire. The stent deployed fine. Upon removal of the delivery system, it was noticed that the inner hypotube had come dislodged off of the delivery system. Everything was removed out from the patient. There were no patient complications and the patient's condition was fine.